Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: unknown due to unknown date of event. Lot number - requested but not provided. Expiration date - unknown due to unknown lot number . UDI - unknown due to unknown lot number implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number . The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was used for hemostasis after percutaneous coronary intervention (pci). A 6 fr sheath was used but a 8 fr device was used by mistake. The procedure was successfully completed, and hemostasis was successfully achieved by the angio-seal device. After that, the patient rested quietly in bed. When 15 hours had passed, bleeding occurred at the puncture site. Immediately, manual compression was applied, and hemostasis was successfully achieved. The estimated blood loss was unknown. No twitch on the puncture site was observed and the procedure time was not too short. The patient recovered. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was the right common femoral artery. The vessel diameter was unknown. Bleeding occurred out of the procedure room. Right femoral artery puncture occurred. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.